Manufacturer narrative:
H2: additional information: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787rpend, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown; product ID: 9735773, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) and batteries were bad. They were replaced. The system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated; the ups shutdown within twenty four hours. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The battery was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated; when tested with the accompanying ups, the ups shutdown within twenty four hours. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), ubd: unknown, UDI#: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the system unexpectedly shutdown multiple times during the case. The first time the system was on the registration page and the main cart shutdown. The site suspected that the outlet was bad so they moved to a different outlet. Everything powered on but the system shut down again. The site moved the system to the other side of the room to try another outlet. This time the system was on for one hour. When the self-test was checked, everything appeared normal. When the system shut off the third time, a manufacturer representative was only able to get the main cart back on. It was appeared that the camera cart was not receiving power. It was noted that one of the shut downs occurred while in navigate. Technical services (ts) directed the representative to power down and disconnect the system from the wall for two minutes. After waiting two minutes, the system booted up normally and was functioning as intended. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.